Event description:
Am import bioglide catheter was placed in the pt on 4/24/98. Sample of this catheter was given to the surgeon on 4/98? On 4/28/98 it was noted on chest x-ray that there was extravasation. On 4/30/98 a chest x-ray confirmed that the catheter had separated from the hub. The facility tried to surgically remove the catheter without success. The pt was sent to another facility to have the catheter removed under fluoro. This was successful.